Event description:
Boston scientific received information that during a follow up visit, the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from their device. Two weeks earlier, interrogation had revealed battery status of end of life (eol) at 3.22 v and charge time of 37 seconds. Two manual capacitor reforms were performed with normal charge times and battery status returned to beginning of life (bol). An x-ray had been performed during the two weeks. It was thought this device was functioning normally, however a save memory to disk will be provided to technical services for their review. Engineering reviewed the downloaded information and determined the data revealed unusual capacitor reform behavior of a pattern of long charge times followed by normal charge times on the twenty-four hour reconfirm. It was thought these initial charge times progressively worsened until the eol status was reached. Device replacement and return of device for analysis was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was at beginning of life (bol) with a monitoring voltage of 2.92 volts. The device case was opened and all device voltage supply measurements and current measurements were within specification. Review of device memory revealed the device exhibited irregular and increased charge times while implanted. The device was put through, and passed, a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. Analysis confirmed the reported clinical allegation and concluded that the premature declaration of eol and irregular charge times were due to damaged oxide coating on the anode plate of the high voltage capacitors.